Manufacturer narrative:
(B)(4.) Product not yet returned for evaluation. Most likely underlying root cause "(B)(4)-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test

Event description:
Consumer reported complaint for lo blood glucose results. The customer is concerned with the result of lo and 22mg/dl. The expected fasting blood glucose test result range is 98 to 103mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 08/16/2019 and open vial date is (B)(6)2017. The meter memory was reviewed for previous test result history. (Date/time not stored correctly) lo n/a 12:00 pm fasting: yes a 22mg/dl n/a 12:00 pm fasting: yes. A 95mg/dl n/a 12:00 pm fasting: yes. A 99mg/dl n/a 12:00 pm fasting: yes . I was able to make contact with the customer. She is getting lo on the meter when she tests. She takes her blood test fasting. I explain that lo could mean the blood result is below 20mg/dl. The customer say that her blood sugar has never been that low. She is feeling well now and does not need medical attention now or before. She has not had any changes in her diet or exercise. Customer declined to perform any tests at this time.